Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2017 with the following findings:.hard ¿cs69¿ alarm reproduced at power up. The pump was unable to recover from cs69 after reboot. -the ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip. Battery compartment is cracked below the grip pad. Audio bolus button. Cover is torn, button responds properly. .